Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted as the lead was accidentally damaged by the physician while trying to cauterize bleeding in the pocket. A new lead with the same model was implanted. No adverse patient effects were reported.